Manufacturer narrative:
Awaiting product return for eval. Will follow up with additional info.

Event description:
"Several clips dispensed when deployed. Doctor had to find additional clips and remove from abdomen. Physician had to spend time locating and retrieving additional clips from abdomen."